Event description:
A customer reported experiencing a cartridge alarm 20 issue during insulin pumping. The customer's blood glucose level appeared as "high" on their meter. In response, the customer conducted a blood glucose meter test, administered a manual insulin injection, replaced the cartridge, and successfully resumed insulin deliveries. Technical support arranged to replace the pump and instructed the customer to return the problematic pump using a pre-paid label.